Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported that for about the past 6 months they noticed that their ins possibly turns off by itself. Agent reviewed that the only time the ins should truly be shutting off is when the ins depletes. Caller stated that might be the case but did not confirm for certain that it wasn't an issue. Agent instructed caller to be mindful of the issue going forward and recommended following up with their hcp and mdt rep if they feel that the ins is truly turning off by itself.